Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of ¿the pump does not turn on and constantly beeps when batteries are installed¿ was confirmed during the power up test. The probable cause was damaged main board. Further investigation found a bubbled and degraded downstream occlusion (dso) seal and a latch lock out of angle specification by 90 degrees. The mainboard, motor, dso seal and the latch lock were replaced. The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿does not turn on. Constantly beeps when batteries are installed.¿; during device evaluation it was found a bubbled and degraded downstream occlusion (dso) seal, and a latch lock out of angle specification by 90 degrees. Patient involvement was unknown.